Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. Per the consumer, the reagent splashed into her nose as she was opening the bottle of the reagent. Although requested, no additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Manufacturer narrative:
E1-country. Investigation summary: a product deficiency was not reported or found. Technical services was unable to send the customer the reagent safety data sheet as the customer was unresponsive. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : single-use: device discarded.

Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. Per the consumer, the reagent splashed into her nose as she was opening the bottle of the reagent. Although requested, no additional information was provided.